Event description:
User reported it was not shutting down and stuck at the screen where it shows you the loading bar. Called philips field service engineer (fse) for assistance and explained the problem. Fse advised to look up the patient history and the study data to see if any of them are on paused. Found one study that was on paused and this is what caused the shutdown delay because the machine got confused if it should go ahead and shut down or not. The study has to be either ended or appended before shutting down the machine. Fse also asked me to unplug all the probes and plug only c5-1 before/after boot up. Powered the unit first and then plugged the probe. Selected the transducer and abdomen general study. The 2d image kicked in and then few seconds later, an error message popped up with diag code: 200. Fse suspects this is either a power related issue or the channel board for the probes. Fse confirmed low voltage reading on the host motherboard. Reseated and cleaned entire front end, then cleaned all power connections to the host, sip, power distribution board, and reseated all connections on the power supply. The error went away and the system booted down properly. Defragged all hard drive partitions and tested thoroughly. Confirmed system functioning properly and returned to service. Manufacturer response for ultrasound, iu22 (per site reporter): replacing iu22s to new model epiq5 will be the absolute resolution.